Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The guide wire with its fragment was returned for evaluation. The returned guide wire was bent at multiple spots in the distal segment. The coil wire was found stretched from the proximal solder designed to be at 120mm proximal to the tip. The polymer jacket on top of the coils was also found ruptured along with coil elongation. At approximately 55mm distal to the proximal solder, the core wire was found fractured. The polymer jacket was removed for observation of the core and coil wires underneath. Microscopic observation revealed that there was a bend proximal to the fracture end of the core wire. Necking was observed on the fracture end of the core wire, indicating tensile stress contributed to the fracture. The fracture end of the coil wire was relatively flat; one of characteristics of the fracture caused by torsion typically occurs when the coils get straightened by tensile stress. The separated wire fragment had its tip segment knotted and bent at multiple spots. The polymer jacket and the coils were found stretched. The core fracture end came out through the stretched coils. Microscopic observation of the tip fragment found the necked core wire with a bend distal to the fracture end just as seen on the shaft side of the fracture. The fracture end of the coil wire was also relatively flat that indicated torsion generated by straightening of coil structure had contributed to the fracture. Measurement of the returned guide wire suggested that the core wire was fractured at approximately 65mm from the tip and became fractured as the coil wire and polymer jacket were pulled. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and the above findings, it was presumed that bending stress generated with wire manipulation and the effect of vessel tortuosity likely caused deformation and the knot of the distal segment of the guide wire. The fracture was probably occurred by tensile stress generated during wire removal as the knotted or deformed segment interfered with the concomitant balloon catheter. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip segment of an asahi guide wire separated during a ppi to treat a moderately calcified cto in the right anterior tibial artery. The guide wire was advanced with an otw balloon catheter when the tip segment became damaged. It was removed from the anatomy when approximately 5cm of the tip segment was missing. A snare was used to successfully retrieve the tip fragment. A new guide wire was replaced to resume the procedure. Recanalization was achieved by poba. There were no patient sequelae after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.